Event description:
A peritoneal dialysis patient contacted fresenius customer service to report a fluid leak. Fluid leak was discovered during drain 1 of 4. Fluid was seen on the floor. M31 air detected in cassette warning occurred drain 1 of 4. Fluid is thought to have leaked from patient line. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. The patient will not re-setup cycler tonight and will not revert to capd/manuals. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, the patient stated that their cassette leaked during drain 1 of treatment, the patient stated the leak occurred at the ¿blue gun/pin¿ on their cassette. The patient did not know the lot number or delivery timeframe of her cassette. The patient canceled treatment and did not perform any further dialysis on the night of the reported event. There are no symptoms from the incomplete treatment. They have resumed their treatments without issue. The sample cassette has been disposed of and is not available for return. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient contacted fresenius customer service to report a fluid leak. Fluid leak was discovered during drain 1 of 4. Fluid was seen on the floor. M31 air detected in cassette warning occurred drain 1 of 4. Fluid is thought to have leaked from patient line. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. The patient will not re-setup cycler tonight and will not revert to capd/manuals. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, the patient stated that their cassette leaked during drain 1 of treatment, the patient stated the leak occurred at the ¿blue gun/pin¿ on their cassette. The patient did not know the lot number or delivery timeframe of her cassette. The patient canceled treatment and did not perform any further dialysis on the night of the reported event. There are no symptoms from the incomplete treatment. They have resumed their treatments without issue. The sample cassette has been disposed of and is not available for return. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.